Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluations included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor sn (B)(4) : 02/26/2014, electrode belt sn (B)(4) : 04/01/2013, monitor sn (B)(4) : 02/15/2012, electrode belt sn (B)(4) : 04/27/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was a rehab facility on the day of passing. It was reported that the patient's wife and rehab staff were with the patient and CPR had been performed. Review of the download data, indicates that the patient experienced two appropriate treatment events on (B)(6) 2019. The first event consisted of one appropriate treatment shock. The lifevest delivered a treatment shock at 5:35:15 while the patient was in ventricular fibrillation (vf). The post shock rhythm was sinus bradycardia at 30 bpm with pvcs. The patient's monitor sn (B)(4) and electrode belt sn (B)(4) were replaced around 8:20 in the morning. The patient was given monitor sn (B)(4) and electrode belt sn (B)(4) after the first treatment event. The second treatment event consisted on 8 appropriate treatment shocks. The lifevest delivered the first treatment shock at 8:25:47 while the patient was in vf. The post shock rhythm was asystole for 41 seconds with recurrent vf. The lifevest delivered a second sock at 8:26:54 while the patient was in vf. The post shock rhythm was asystole for 28 seconds with recurrent vf. The lifevest delivered a third sock at 08:27:59 while the patient was in vf. The post shock rhythm was asystole with intermittent cardiac activity. The fourth treatment shock was delivered at 8:29:23 while the patient was in vf. The post shock rhythm was vf degrading to asystole. The fifth treatment shock was delivered at 8:30:43 while the patient was in vf. The post shock rhythm was asystole with intermittent cardiac activity. The sixth treatment was delivered at 8:31:48 while the patient was in vf. The post shock rhythm was asystole with intermittent cardiac activity. The seventh treatment shock was deliver at 8:34:50 while the patient was in vf. The post shock rhythm was asystole for 23 seconds. The final treatment shock was delivered at 8:37:03 whole the patient was in vf. The post shock rhythm was asystole for 16 seconds with CPR artifact. CPR artifact was seen until the electrode belt was disconnected at 8:40:15. The response buttons were not pressed during the event. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient subsequently passed away on (B)(6) 2019.